Event description:
Additional information was received and it was reported that the cause of the patient¿s death was cardiac arrest. The patient¿s death was not device related.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 201, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported no known cause of the patient¿s distended stomach, urinary retention, bleeding and having coded after replacement surgery. The patient was distended preop, most likely from constipation. The pump was used to deliver lioresal.

Event description:
It was reported that the patient was experiencing urinary retention after the pump/catheter replacement surgery on (B)(6) 2014 and she was ¿bleeding quite a bit¿. Healthcare provider (hcp) had asked to stop the pump on (B)(6) 2014 and did not want to turn the pump to minimum rate but wanted the pump stopped. The patient had a distended stomach and had ""coded"". After the implant surgery on (B)(6) 2014, patient's baclofen dose was reduced to 48 mcg/day. The patient was getting a CT scan at the time of the report to try and determine what was going on medically with the patient. It was stated that patient had quadriplegic c1-c4 incomplete and cervical spondylosis with myelopathy and other chronic medical issues like chf (congestive heart failure), hypertension, osteoarthritis, gait abnormality, degenerative disc disease, lung nodules, sleep disorder, spastic quadriparesis. Patient was on a lot of oral meds. Additional information received later stated that the patient passed away. The cause of death was unknown at the time of the report and it was unknown whether there was any connection to the pump. An autopsy would be performed to try to determine the cause. Since the coroner was involved and was doing the autopsy, it was not known whether any devices would be able to be returned to the manufacturer for analysis. The date of death was confirmed latet to be (B)(6) 2014.